Event description:
A report was received that the patients ipg was non-functional. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that there will be no immediate course of action at this time.

Event description:
A report was received that the patients ipg was non-functional. The patient will undergo an ipg replacement procedure.